Event description:
It was reported that an ilet bionic pancreas displayed a persistent ¿fill tubing¿ screen and became unresponsive to touch, and attempts to restart via the mobile app were unsuccessful due to disconnection; a replacement device was sent. Symptoms included none reported. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included case intake review and logistical replacement processing. Investigation of this case revealed a suspected device hardware malfunction consistent with a screen or user interface failure rendering the device unresponsive during a tubing fill sequence. It was concluded, based on previously established findings for similar reports, that the cause was an operational device malfunction of the user interface during setup.